Event description:
Philips received a complaint by the customer on the v60 indicating that the unit failed on the patient. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite and replaced the data acquisition (da) to motor control (mc) printed circuit board assembly (pcba) cable, on the unit as advised and confirmed the issue had been resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.